Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision wherein the ipg was replaced. The patient was doing well post-operatively. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate of 11 mvdc per day with the stimulation turned off, which is within the typical ipg battery depletion rate.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patient's ipg was not holding a charge. The patient will undergo a revision procedure.